Event description:
It was reported that a user contacted support to factory reset and set up an ilet system after experiencing low blood glucose while frequently announcing meals as ¿less than usual¿ and canceling meal delivery mid-bolus; the device and phone were reconnected, basic use was reviewed, and the system was returned to bionic mode. Symptoms included hypoglycemia with a reported glucose of 74 mg/dl without associated symptoms. Outcomes included self-treatment with oral glucose and continuation of therapy without hospitalization. Investigation included troubleshooting, guided factory reset, reconnection to paired devices, and user education regarding appropriate meal announcements and avoidance of canceling meal insulin delivery. Investigation of this case revealed user-managed meal entries and interrupted meal dosing that were likely contributory to the hypoglycemic event, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear with user interaction contributing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.